Event description:
It was reported that the right ventricular (rv) lead exhibited more than three episodes of increased thresholds. The lead remains in use based on medical judgement. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was submitted on (B)(4) 2014 @ 17:14:57 central time. However, the report was submitted during an outage and it was later discovered that proper acknowledgements were not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419478 implantable pacing lead implanted: 2012 (B)(6); product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2012 (B)(6); product ID 507652 implantable pacing lead implanted: 2011 (B)(6). (B)(4).